Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needle will not retract when button is depressed.

Event description:
No additional information. See h10 regarding lot update.

Manufacturer narrative:
Correction based on clarification received from the customer on 09-may-2025. Lot #4261371 is the defective lot. Lot # 4276449 was incorrectly entered as defective.

Event description:
No additional information.

Manufacturer narrative:
The complaint that the needle would not retract when button is depressed could not be confirmed from the representative 24ga insyte autoguard bc units that were received in sealed unit packaging from lot: 4261371. A functional test revealed that the needles fully retracted when the safety mechanism was activated and the retraction time was within specification. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.